Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an urgent clinic visit for lightheadedness on (B)(6) 2022. The patient had been complaining that the batteries draining unequally or not holding charge. From the device interrogation, it was noted to have ongoing intermittent low voltage advisories. The system controller was exchanged in the clinic in case this was related to power cord. The log file captured multiple low battery hazards. There were also 14 occasions when the power exceeded 10 watts in the log files review.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of voltage fluctuations and low voltage advisories on the system controller was confirmed. A review of the submitted log file spanned approximately 16 days (13sep22 ¿ 29sep22 per time stamp). From 13sep22 at 16:26 to 28sep22 at 18:20 while the controller was connected to batteries and the mpu, there were intermittent and atypical low voltage advisory alarms that activated due to rsoc voltages fluctuating outside the expected voltage range on both cables. The alarm cleared shortly after each time and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. Additional information provided on 10oct22 stated that the serial number of the heartmate ii system controller is unknown, and the issue resolved following exchange of the controller. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory alarms. Device history records could not be reviewed due to the serial number of the system controller being unavailable. No further information was provided. The manufacturer is closing the file on this event.